Event description:
The complainant reported that an attempted right axillary impella 5.5 insertion resulted in a serious injury event. The patient had a history of a prior aortic valve replacement and newly identified severe aortic stenosis. Although the risks and contraindications related to advancing the pump through a severely stenotic valve were reviewed, the surgical team proceeded. The guidewire was advanced into the left ventricle, but the pump could not be advanced across the aortic valve due to obstruction. The interventional cardiology team performed a balloon aortic valvuloplasty, but repeated attempts to advance the pump remained unsuccessful. Further valvuloplasty was determined to be too risky, and the procedure was aborted. The patient required continued support with extracorporeal membrane oxygenation and an intra-aortic balloon pump, and plans were made to reassess the need for repeat valve intervention prior to any future attempt at impella placement.

Manufacturer narrative:
No product returned. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had av stenosis preventing successful delivery of impella. Device passed all post sterile inspection checks.